Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic lesion in the mid-lad, the adante balloon ruptured at 8 atm's on the second inflation. The introduer sheath size is unknown. A bmw guidewire, a mach 1 guide catheter, and an unknown type of inflation device were used. The vessel involved was very tortuous. The adante balloon was removed and discarded by the facility. The patient was asymptomatic with this event and no additional intervention was required. No patient injuries or procedural complications were reported. Patient status is reported as 'good'. No further information is available at this time.